Event description:
The customer reported that before the surgery began, the ligasure handpiece self-activated and a regrasp alarm sounded from the generator. One of the surgeons tested the handpiece and then used it for about 10 minutes, at which time both of the surgeons and the scrub nurse were shocked. In addition, the pt's body reportedly jumped off the table. The scrub nurse experienced abdominal pain and required medical attention. All those involved with the shock are noted as being okay and recovered. The triad was hooked up to a power strip that was not grounded and the site believes this was the reason for the shocks to the operating room staff.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returned for eval. The ligasure handpiece has not yet been received. Further, the site disposed of both the pencil and the return electrode. If additional info pertinent to the incident is obtained, a f/u report will be submitted.